Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter received a failed battery test on the insulin pump along with some past no delivery alarms. Caller stated that his daughter is not home and has the pump with her. Caller stated that when his daughter gets the no delivery alarm, it will read basals are not being delivered. Caller stated that the alarm was resolved by a complete set change. Caller stated that they do a set change when the no delivery happens. Caller does not want to return the set or reservoir for analysis. Caller was advised to call when the no delivery occurs.